Manufacturer narrative:
It was reported that pacs was not available on the laptop. Analysis of data logs showed that the issue was probably due to either a misconfiguration of the iq-view software and/or the pacs or to a firewall was activated preventing the requests and retrievals of images. However, the issue cannot be determined.

Event description:
Surgeon said that the laptop is unable to retrieve pacs images from hospital. The issue occurred in the surgeon's office so there was no patient involvement.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.  (B)(4).

Event description:
Surgeon said that the laptop is unable to retrieve pacs images from hospital. The issue occurred in the surgeon's office so there was no patient involvement.